Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The report stated that during a procedure, the device was producing an activation tone and an end tone, indicating a completed seal, but there was no evidence of energy delivery. The device was plugged into a different port on the generator and worked fine. The hospital's biomedical engineer checked the generator and all measurements were within range. There was no pt injury.